Event description:
The customer states that one patient sample generated initial hemoglobin/hematocrit results of 5.87 g/dl / 48.6% on the cell-dyn 3200 cs 110 analyzer. The sample retested at hemoglobin/hematocrit results of 16.8 g/dl / 48.4%. No suspect results were reported from the lab. Controls have remained within specifications. The customer requested a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). There were no returns available from the customer site for this investigation. Abbott field service representatives (fsr) arrived at the customer site on several different occasions and replaced multiple hardware components. During each visit, the fsr verified the proper functioning of the analyzer; however, the issue was not resolved. The customer was informed that the analyzer should no longer be used and cannot be repaired at this time. The customer declined to return the instrument for any further investigations. A review of complaint trending reports for the period (B)(6) 2008 through (B)(6) 2009 did not indicate any adverse trend for the cell-dyn 3200, list base number 4h60-01 (which includes list number 4h59-01), related to the current reported issue. The customer's concern is addressed in the cell-dyn 3200 system operator's manual, list number 6h60-01, revision n. Based on the investigation, no product malfunction was identified for the cell-dyn 3200, list number 04h59-01, for the current reported issue. There is no systematic issue with the cell-dyn 3200 product line. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.